Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hernia procedure, the operation went drastically wrong and the patient was now left with a stoma and loops of bowel hanging. The patient also developed leaks from her belly button.